Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. The tech replaced the sensor cable on the device. The part has not been returned to manufacturer for eval. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident.